Event description:
The nurse reported that the patient was unable to close the transfer set. They could not get the tubing to occlude. The rn changed the transfer set and there was no patient injury associated with this event.